Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an output anomaly was confirmed in the laboratory. Review of the device image noted an alert for possible high voltage lead issue and low hv lead impedance. The device was tested on the bench and no anomalies were found. The cause of the reported output anomaly could not be determined.

Event description:
It was reported that when the patient presented to hospital with fast ventricular rate and several hv shocks, atrial fibrillation with fast ventricular response was observed. Device delivered several inappropriate antitachycardia pacing therapies and inappropriate hv shocks. An alert for low hv lead impedance was noted. Device diagnosed ocd and aborted several shocks. Review of egms revealed that the device was charging for therapies and after few seconds, charging was aborted and therapy was given. Device was explanted and replaced. Patient's condition was stable.